Event description:
It was reported that this right atrial (ra) lead exhibited noise and the patient experienced dizziness. This lead was surgically abandoned and a new lead with different model was placed. No additional adverse patient effects were reported.